Event description:
Access was obtained via the right brachial artery using a micro puncture kit and exchanged for a short 5fr sheath. Images were obtained and it was noted that the aorta was heavily calcified down to the iliacs, common femoral, and sfa bilaterally. There were stents present in the iliacs bilaterally, which were placed in a previous procedure. The physician wanted to treat the common femoral and ostial sfa. The short sheath was exchanged for a 90cm 6fr sheath and a wire was used to cannulate the left common femoral with the support of catheter. Once the desired treatment area was reached, the wire was removed and the 7mm spiderfx was delivered via the quick cross catheter distal to the stents and the area that was to be treated. The catheter was removed and a plaque excision device was advanced to the lesion. Two passes were made with the device and a narrow channel was obtained. The plaque excision device was removed and a 5mm x 60mm balloon was advanced to the lesion where inflation to nominal pressure was made. The physician attempted to advance the balloon to pta the distal area and was unable to advance and felt resistance. The physician decided to retrieve the spiderfx. The catheter was loaded on the spider wire and was advanced for retrieval. Resistance was noted because the recovery catheter was not crossing from the mid-part of the stent. The physician decided to pull back on the spider to see if it would meet the catheter and recapture. The spider did not recapture and it got hung up on the distal marker bands of the stent. The catheter was removed and a balloon was inserted and inflated to see if the balloon could be pushed distal in order to retrieve it, but the spider did not come off the stent markers. Numerous attempts were made to retrieve with the catheter, however all attempts were unsuccessful as resistance was being met at the same location with each device. It was suggested that a snare be used to retrieve the filter but there were no snares available at the center. After numerous attempts of pta and buddy wiring from the femoral and radial the patient was transferred to a local hospital where the vascular surgery team was able to successfully retrieve the spider with a snare.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.(B)(4)